Manufacturer narrative:
Returned device was received in poor physical condition. The top case was counterfeit. The plunger lever was broken off. Counterfeit main board,left plunger case inside screw insert broken off,bottom case damaged also parts of the drive train assembly was worn. During the evaluation of the device the pump was unable to be run due to the plunger lever being broken off. User caused damage was determined to be the cause of the fault. After replacing the right plunger case, top case, bottom case, left plunger case, main board and parts of the drive train assembly, the device then passed all functional and delivery testing. The fault was determined to be caused by the user. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump presented with system failure. There were no reported adverse events.